Manufacturer narrative:
Concomitant medical products: catalog #: 902581, 5.0 allthread ti 2#2 mb tprd n, lot # 932310. The labeling and packaging was received for evaluation. It was found that the outer box and patient labels read pn 902571, ln 068080. Additionally, the shrink wrap that allegedly was on the box was returned and the sticker also says pn 902571, ln 068080. However, the label on the sealed tyvek pouch of the product reads pn 902581, ln 932310. Review of the device history records indicates pn 902571, ln 068080 was labeled 6 montes earlier than pn 902581, ln 932310 was. This indicates that the two orders were not on the same line at the same time, as well as there is no indication that either order was reworked or repacked. There have been no complaints against either lot. It cannot be confirmed that the product was received as a comingled product. The complaint is therefore non-verifiable. The device history records were reviewed for both lot numbers in question and no deviations or anomalies were identified for either. This device is used for treatment. The complaint history review was conducted for the devices and found no additional complaints for the same lots for both in question. A definitive root cause of the reported issue cannot be determined with the information provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Event description:
During a procedure, the product inside of the package did not match the label on the package. Another product was available to complete the procedure without patient injury or delay.